Event description:
As reported, the patient has a small, ruptured aneurysm (ruptured prior morning) within a brain avm. Planned balloon-assisted liquid embolic embolization using a scepter occlusion balloon catheter. During manipulation, the balloon would not inflate; contrast escaped rather than the balloon holding. The operator elected to proceed with liquid embolic delivery without balloon assistance rather than exchange for a new balloon. A confirmatory run through the intermediate catheter following onyx delivery demonstrated active extravasation. Coils were deployed to arrest the bleeding and hemostasis was achieved. It was reported that a run was performed after the balloon failed to inflate and before onyx delivery, and no extravasation was visible at that point. It was reported that the patient experienced new right-sided neurological deficits identified post-procedure: loss of sensation in the right hand and foot, and right-sided facial droop. Per the treating physician, the patient was slowly improving. There is edema around the hemorrhage with mass effect, and the physician is managing medically.

Manufacturer narrative:
The device was discarded by the user facility. In addition, the device lot number was not provided despite multiple attempts. Additional attempts are ongoing. Should the lot number be provided, a supplemental report will be provided. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential complications potential complications include, but are not limited to vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudoaneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Exposure to angiographic and fluoroscopic x-radiation presents potential risks of alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, and delayed neoplasia that increase in probability as procedure time and number of procedures increase. Precautions after balloon preparation for use and prior to use, re-inflate to nominal volume and inspect for any irregularities or damage. Do not use if any inconsistencies are observed. The balloon catheter has a lubricious surface and should be hydrated for at least 30 seconds prior to use. Once the balloon catheter is hydrated, do not allow it to dry. Exercise care in handling the balloon catheter to reduce the chance of accidental damage. With the exception of dimethyl sulfoxide (dmso), use of other organic solvents may damage the balloon catheter and/or coating on the surface. Take precaution when manipulating the balloon catheter in tortuous vasculature to avoid damage. Avoid advancement or withdrawal against resistance until the cause of resistance is determined. Presence of calcifications, irregularities or existing devices may damage the balloon catheter and potentially affect its insertion or removal. Excessive torque applied to the syringe might result in damage to the scepter hub assembly. Directions for use (refer to diagram for reference) 1. Attach a rotating hemostatic valve (rhv) to the guidewire lumen of the balloon catheter. Set up a continuous saline flush line and connect it to the sidearm of the rhv. 2. Choose appropriate guiding or diagnostic catheter. Attach a rhv to the proximal hub of the guiding or diagnostic catheter. To prevent backflow of blood into the lumen of the catheter, connect the continuous saline flush line to the sidearm of the rhv. 3. Open the rhv on the hub of the guiding or diagnostic catheter and introduce the balloon catheter/guidewire into the guiding catheter using the introducer sheath. Carefully advance the balloon catheter/guidewire to the guiding catheter distal tip. After the balloon catheter/guidewire reaches the tip of the guiding catheter, remove the introducer from the balloon catheter shaft by retracting the introducer from the rhv and peeling off the introducer. Advance the balloon catheter through the rhv. 4. Advance the balloon catheter and guidewire to the desired location in the vasculature using fluoroscopic visualization. Carefully tighten the valve of the rhv around the balloon catheter to prevent leakage from the rhv. The rhv should still allow for balloon catheter advancement after tightening. Warning: do not over-tighten the rhv around the balloon catheter. Over-tightening could delay balloon inflation and deflation. Warning: do not advance the balloon catheter or guidewire against resistance. If resistance is felt, assess the source of resistance using fluoroscopic means. 5. Attach a 2-way stopcock to a high-resolution syringe filled with appropriate contrast solution. Prime the 2-way stopcock so that no air is present. Slowly inflate the balloon to the recommended volume to achieve the desired diameter as described in table 3. Warning: do not exceed the maximum recommended inflation volume as balloon rupture may occur. Warning: always inflate and deflate the balloon while visualizing under fluoroscopy to ensure patient safety. 6. After inflation, lock the stopcock if desired. 7. If desired, remove the guidewire from the balloon catheter and prepare per the respective diagnostic or therapeutic agent IFU(s) for delivery through the guidewire lumen. Warning: excessive pressure higher than 700 psi (4826kpa, 47.6atm) may cause leakage or rupture of the guidewire lumen. 8. When deflating balloon, use fluoroscopy to ensure complete deflation prior to removal. See table 1 for respective deflation times. After procedure is complete, slowly remove the balloon catheter and guidewire.